Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had their implantable neurostimulator replaced and it was troublesome to find good settings. It was noted the patient stated they thought it was strange that all of the problems started after the ins replacement. It was further noted that prior to replacement everything had been working perfect. The reporter stated they were thinking of the possibility that something was wrong with the ins. It was noted the patient¿s healthcare professional (hcp) started the ins post operation and ¿turned the settings around.¿ the reporter stated the hcp put the positive on electrode three instead of electrode zero and the negative on electrode two. The reporter further stated that after this the patient had diplopia, dizziness, and more tremor. It was noted that the programming was corrected on (B)(6) 2014. It was further noted the patient was programmed on (B)(6) 2014. The reporter stated that on (B)(6) 2014 the patient returned with diplopia and dizziness. The reporter stated that the patient still had very troublesome diplopia and dizziness and they could not tolerate a pulse width of 150 or 90 as before. It was noted the patient¿s programming was returned to unipolar settings. It was further noted that impedances were high on ¿c-2.¿ it was further noted the patient had good tremor reduction on their settings on (B)(6) 2014. Additional information received reported the patient had very good effect for many years and the problems started after the ins replacement. It was noted the patient¿s problems with dizziness and diplopia started after the replacement. It was further noted the patient could only tolerate a pulse width of 60. The reporter stated the hcp tried different settings on (B)(6) 2014. The reporter further stated the patient had okay tremor reduction with after being reprogrammed on (B)(6) 2014. It was noted that there was no patient harm, injury or death. It was further noted the patient outcome was ¿a little better.¿ additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that in the beginning interleaving was programmed and that was better, but since june the patient had unipolar settings. The unipolar settings were not as good as before the implantable neurostimulator (ins) was replaced. The patient receiving effective therapy differed from day to day and the patient had difficulties drinking from a glass. At the time of this reporter there were no plans to replace the ins.